Manufacturer narrative:
(B)(4). An order for a replacement gas delivery engine has been placed for this unit. A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty gas delivery engine for evaluation. As of september 23, 2015 the alleged faulty gas delivery engine has not been received by carefusion.

Event description:
The following is a description of an event that occurred in (B)(6) as reported by the distributor: "unit failed the leak test and also fails the o2 calibration,.........performed [ ] flow valve characterization and the test failed and now the unit is alarming vent inop." No patient involvement.